Manufacturer narrative:
A review of the device history records traceable to the reported lot number has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were three additional complaints for the reported issue. Two probe complaint samples were returned for evaluation for report of one actuation failure during surgery. Sample a: the complaint sample was visually inspected and deemed nonconforming. The cutter is in the closed position in the port. Actuation testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There is approximately 120 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when the inner cutter was removed from the needle. Wear marks were present at the bend area and at the cutting edge of the inner cutter. Sample b: the complaint sample was visually inspected and deemed nonconforming. The outer needle is cracked just above the stiffener sleeve along with the inner cutter being pressed flat and indented. Both inner cutter and outer needle were initially received back from the customer with a 90 degree bend. No functional testing or additional evaluation tasks could be performed due to the probe damage. The complaint evaluation does confirm that both probes would not be able to function properly. The root causes for the poor function of the probes were due to the damage to one probe and excessive surgical time of 120 minutes for the second probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the second probe had experienced a use much greater than this typical timeframe. The evaluation of both probes does not point to a manufacturing issue for the nonconforming condition of the probes. No action is being taken by the manufacturing facility as it appears that the complaint issue for both probes was due to poor handling and excessive use by the end user. Probes are 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that the probe actuation failed during surgery. The condition of aspiration is unknown. The product was replaced and surgery completed with no patient harm. The sample has been requested for evaluation.